Manufacturer narrative:
Analysis identified a bend in the tip of the fiber. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a soft tissue ablation (neuro) procedure. It was reported that during the procedure, site had an issue after starting second ablation. No heating was coming from the laser fiber. It was stated that the site was not seeing any saline. All connections were checked, and nothing was wrong with the tubing wither. A different laser fiber was used to complete the procedure. There was a delay of 20 minutes. No known impact on patient outcome.